Event description:
The user's mother had contacted the distributor (medtronic) and stated that the infusion tubing broke off at the connection to the infusion pump. The complaint and 7 used sets were returned to the MFR for analysis. Maersk medical a/s received the complaint and the used sets on 2/18/2002.